Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Not recommended for patients who are: experiencing skin irritation or breakdown at the site. Assess device placement and patient¿s skin at least every 2 hours." The device was not returned.

Event description:
It was reported that the patient felt like the product was not doing what it should, because the patient was in the beginning of a yeast infection. The patient thought the purewick female external catheter were free. The patient also thought that the purewick catheter was too long and worried about yeast infection when using the purewick catheter and also suggested bending the purewick catheter. It was noted that the patient had been using the purewick products less than 90 days. It was unknown what medical intervention was provided for yeast infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient felt like the product was not doing what it should, because the patient was in the beginning of a yeast infection. The patient thought the purewick female external catheter were free. The patient also thought that the purewick catheter was too long and worried about yeast infection when using the purewick catheter and also suggested bending the purewick catheter. It was noted that the patient had been using the purewick products less than 90 days. It was unknown what medical intervention was provided for yeast infection.